Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of unspecified injury in a female pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unk. Follow up info was received on (B)(4) 2010 via medical records. On (B)(6) 2007, the pt described difficulty in ambulation, unsteadiness, numbness, and tingling in both feet and hands. The pt also described fatigue and tiredness. Impression: unsteadiness and peripheral vascular disease. The pt had a history of peripheral vascular disease. The pt was treated with neurontin. In (B)(6) 2007, a lower extremity arterial doppler study showed occlusive right lower extremity arterial disease. On (B)(6) 2007 during a neurology consult, the pt and family reported the pt had been confused, drowsy, hallucinating, with imbalanced gait, and bumping into things since starting neurontin. The pt reported having a numb feeling and cold sensation in her feet and toes and intermittently in the hands and fingers. The pt had a carotid ultrasound in (B)(6) 2007 that showed 60 to 80 percent stenosis of the right internal carotid artery and 60 percent stenosis of the left internal carotid artery. The pt was diagnosed with a sensory peripheral neuropathy. Neurontin was discontinued. On (B)(6) 2007, the pt was noted as having peripheral neuropathy. On (B)(6) 2008 during a nephrology consult, it was noted that the pt had recently been diagnosed with copper deficiency and had received intravenous infusions of copper. On (B)(6) 2008, the pt was being seen by physical therapy and walking with a walker. On (B)(6) 2010, the pt experienced numbness in the hands, legs, and feet.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).